Event description:
It was reported that a homechoice device experienced an unspecified alarm. It was not reported if the patient was connected or what cycle of peritoneal dialysis therapy they were on at the time of the alarm. It was not reported how the patient completed therapy. The patient was diagnosed with peritonitis while hospitalized for an unrelated event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was manufactured december 2011. The device was not received for evaluation; therefore, a device analysis could not be completed. A device history record review and a service history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.